Manufacturer narrative:
(B)(4). Not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the cutting speed was slow after using half an hour. And then the titanium tip was broke; the broken piece was retrieved by forceps. Another like device was used to complete the procedure. As the patient had (B)(6), the samples had been discarded.